Event description:
The patient was hospitalized for hypoglycemia and seizure.

Manufacturer narrative:
The pump was returned to animas for evaluation. Evaluation revealed a crack in the battery housing but demonstrated that pump insulin delivery was operating within required specifications and delivery accuracy.